Event description:
A lawsuit alleged that patient received shocks, that the lead was defective, and during replacement operation a "hole was punched in plaintiff's heart, and she almost bled to death. Plaintiff was placed in intensive care for three days and given blood transfusions." The lead was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that there was a lead fracture.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.